Manufacturer narrative:
Additional information g4, g7, h,3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6) 2019 to present date (B)(6) 2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
It was reported that there were alarm - error codes / messages/code 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were alarm - error codes / messages/code 242.4030. There was no patient involvement.